Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 497mg/dl. The customer was feeling sick and vomiting. The customer mentioned that the cannula was kinked, but the insulin pump did not alarm. The customer stated that they want somebody to come to the hospital to check the insulin pump. No further information was provided.